Event description:
In 2009, the pt reported she has received occlusion errors on her insulin infusion device and has had elevated blood glucose readings in the 300's mg/dl with her normal range being 90-140 mg/dl. Symptoms are feeling hot and thirsty and she treats her readings by bolusing insulin. She stated her readings are decreasing but not as much as she wishes. She said that before she called, she disconnected from her headset and primed the tubing and insulin emerged without error. She stated her headset had been in use for 2 days and she was advised to change it. The headset cannula was not bent. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.